Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was received for evaluation. A review of the event history log confirmed the "check clutch" error. However, testing of the device could not duplicate the error and found the pump to operate as intended. Visual inspection of the pump's internal components found that the carriage washer was slightly loose. However, evaluation of the event history log found tha the user had released the clutch and moved the plunger during an infusion, causing the "check clutch" error to occur. Following evaluation and testing, the device's carriage washer was tightened. Following repair, the device passed all functional and delivery testing. (B)(4).